Event description:
It was reported that during the procedure in the moderately tortuous/calcified left atrioventricular branch (circumflex artery), for treatment of a 90% stenosis, pre-dilatation was performed using a non-abbott balloon. Several unsuccessful attempts were made to advance a 3.5x18 rx xience prime stent delivery system (sds). The 3.0x15 non-abbott balloon was inflated in the 2nd/3rd obtuse marginal (anchor balloon technique) in an effort to support the sds; however, the sds could not advance. An attempt was made to withdraw the sds but the sds could not enter the 6.5f non-abbott guiding catheter due to a flared proximal stent strut. Therefore, the stent was deployed in the proximal left circumflex artery. A 3.0x20 non-abbott stent was advanced and the stent was successfully deployed in the left atrioventricular branch. The procedure was completed without a clinically significant delay and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Add'l devices used: guide wire: traverse mg 175; guide cath: sheathless 6.5f jl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.